Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 802 (mg/dl) on (B)(6) 2016. Customer administered correction boluses with the pump to treat bg levels; however, bg levels remained elevated and customer was later admitted to the hospital. While in the hospital, customer was treated with an intravenous drip and insulin injections. Customer was released from the hospital on (B)(6) 2016. Customer experienced elevated blood glucose (bg) levels of greater than 600 (mg/dl) again on (B)(6) 2016. Customer changed infusion site and administered a bolus to treat bg level. System check with tandem technical support indicated pump was performing as intended. Customer indicate that their bg levels were continuing to decrease and declined follow-up with tandem technical support.